Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one unopened (without original packaging), all silicone foley catheter. Visual inspection of the sample noted that foley catheter packaging identified that the balloon was 5cc's. This does meet specification. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that foley catheter packaging identified that the balloon was 5cc's. The catheter identified the balloon as being 10cc. Products not used on a patient, no known patient harm. 4 catheters with this issue had been isolated. Per sample returned on (B)(6) 2023, customer had returned three additional samples with three different material numbers.(0174l18- batch# ngfn2804), (165818-batch# ngfq5644), (265716-batch# mydz3022).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter packaging identified that the balloon was 5cc's. The catheter identified the balloon as being 10cc. Products not used on a patient, no known patient harm. 4 catheters with this issue had been isolated. Per sample returned on 13jun2023, customer had returned three additional samples with three different material numbers.(0174l18- batch# ngfn2804), (165818-batch# ngfq5644), (265716-batch# mydz3022).